Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device flow rate was inaccurate and failed, and the audible alarm exhibited a high pitch. The issue occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. The root cause was unable to be determined. The device was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.